Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have the main tube broken. No material was found missing. Intuitive motion may not work as a result of the proximal clevis being bent off the main tube.

Event description:
It was reported that during central processing, the metal distal part of the force bipolar instrument was disldoged outside of the instrument shaft. There was no report of patient involvement.